Manufacturer narrative:
Sc-2317-50 (sn (B)(6)). Device evaluation indicated that the allegation damage of the lead had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. There were no exposed cables at the fracture location. The lead got kinked after it exited the clik anchor resulting in the reported complaint. It appeared that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure. Additionally, the lead was cleanly cut into two pieces. Clean cut damage was a result of a typical explant procedure and it was not considered a failure.

Event description:
A report was received that the patients lead was fractured. The patient underwent an explant procedure and was doing well postoperatively.

Event description:
A report was received that the patients lead was fractured. The patient underwent an explant procedure and was doing well postoperatively.